Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump chattered and squealed. The perfusionist added albumin to the prime solution and the squealing stopped. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. A retention sample from the same product code and lot was obtained for investigation. Visual inspection was performed on the retention sample during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The retention sample was then built into a saline circuit and set up on a (B)(4) drive motor. The rpm were set at 900 and ramped up by 300rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormal sounds were observed from the device during any of the intervals. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The event was not able to be recreated; however, the complaint was confirmed based on investigations of previous occurrences of this known issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.